Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/not provided. (B)(4). Device evaluation: the lens was discarded, therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) lens had a bent/broken haptic. The lens was implanted and removed during the same procedure and the incision was enlarged. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 4/3/2019 . Device evaluation: a za9003 intra-ocular lens was not received, only the detached haptics were in the lens case. The reported device problem code of haptic damaged could not be verified as only part of a lens was returned. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.